Event description:
The dr claims that the bifurcated graft was implanted in 1987 (implant date is approximate) for an abdominal aortic stenosis procedure. During the summer of 1998 (incident date is approximate), the pt was admitted to the hosp for a graft-enteric fistula and expired from uncontrollable hemorrhage. At that time, the graft was found to have a 5cm vertical tear in its middle.